Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of remifentanil, and the delivery was started. No specific programming parameters were provided. It was reported that one hour after the delivery was started the nurse noted that the device had powered off by itself with no audible alarm tone. At that time, the nurse indicated that the patient reportedly woke up. The device was removed from clinical service. Therapy was resumed using a replacement device and the procedure was completed. There was no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.